Event description:
A 40-year-old male patient with acute rejection after heart transplantation presented in critical condition. Extracorporeal cardiopulmonary resuscitation was performed, and the patient received ten thousand units of heparin for cannulation. An impella device was implanted following initiation of extracorporeal membrane oxygenation. The patient developed significant bleeding from multiple sites, including the impella access site, and required numerous blood transfusions. He was managed in the extracorporeal membrane oxygenation unit and received fifty milligrams of protamine, after which the bleeding stabilized. After more than fifteen days of impella support, care was withdrawn, and the patient died. The original complaint concerned patient injury/bleeding. Based on the information available, the impella cp will be coded for major bleed with blood transfusion, medication required and conservatively for death as outcome. Bleeding is a known device-related risk for the impella cp as written in the instructions for use due to large-bore femoral access and systemic anticoagulation. The use of extracorporeal membrane oxygenation and required anticoagulation prior to impella insertion might have equally contributed to the reported bleeding events.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: access site adverse event/major bleed: the cause of the access site adverse event was patient related as bleeding occurred in multiple site.